Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 months and 28 days following the implant of this 27mm tricuspid annuloplasty ring, it was explanted and replaced with a 27mm non-medtronic valve. The reason for explant is unknown. No additional adverse patient effects were reported.